Event description:
A medtronic rep reported the site was attempting to perform a tracer registration but the tracer orientation points appeared to the site to be in a place other than expected on the 3d model. The surgeon repositioned the initial point at the end of the nose of the 3d model and were abel to pass tracer registration but felt inaccurate. The surgery was completed with the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
No pt info provided as hosp front desk mgr states it is against their policy to provide pt the requested demographics. Software investigation found the second initialization point was detected incorrectly. This issue was documented in a medtronic software anomaly tracking database.